Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that, during set-up for surgery, it was noted that a something was broken inside the attachment. It was subsequently reported during service conducted at the manufacturer a broken bur was found inside the attachment. It was further reported there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.